Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 29 mg/dl after reporting that the cartridge had come loose overnight and was reattached without recalling whether rewind or fill-tubing steps were performed. The user attempted to treat the low bg with oral carbohydrates but continued to experience recurrent lows and was evaluated twice at the hospital on the same day. The user was treated with oral glucose in the ER and discharged the same day.